Event description:
It was confirmed by the patient's physician that the patient's death was not related to vns. The patient's device was off at the time of death. It was reported that the patient used to have seizures when waking up in general. No additional information has been received to date.

Event description:
It was reported that a patient passed away from a severe seizure that occurred when waking up from anesthesia following vns implantation. No additional information has been received to date.